Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed, however, the stimulation was noted again and the lead was turned off. The lead was turned back on at a later date and remains in use. It was also noted there was diaphragmatic stimulation from the right ventricular (rv) lead the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.